Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update d8/d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the device was not returned for evaluation. It is likely age-related wear from repeated bending and/or tensile stress caused the wires in the cable to break. When the generator was then activated, it caused a voltage flashover at the damaged area and resulted in a spark. This is a known issue and in order to reduce the risk of this error, the service life of the cable was limited to 12 months. Therefore, the cause of the damage is most likely age-related wear associated with improper handling. To avoid such incidents, the instructions found in the instructions for use (IFU) should be followed. The service life of the cable is limited to 12 months. After this time, the cable should no longer be used. Furthermore, the cable must be checked for damage before each use and after processing. By gently pulling on the plug (max. 20n) you can determine whether the copper strands of the cable are damaged. If the cable does not give way, but remains rigid, the cable is most likely ok at this point. In order not to further shorten the life of the cable, the cable should not be coiled with a loop diameter of less than 10cm, and when unplugging the cable, pull the plug and not the cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for a therapeutic procedure, sparks were present when the hf-cable was connected to the ues-40. Upon reconnecting, the device did not power on. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.